Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose level was 202 mg/dl at the time of incident. Customer stated that they did not receive a low battery alert prior to the off no power alert. Customer stated the battery cap was not loose or cracked or damaged. Customer stated this was not the second occurrence of off no power without a low battery warning. Customer stated battery compartment was neither damaged nor corroded. Customer also stated the spring was neither damaged nor corroded. Customer called back within 1 week after previously completing low battery troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no off no power alert, weak battery alert, blank display and low battery alert noted.